Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned because the lead conductor was fractured. The lead fractured location was confirmed through x-ray imaging. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.